Manufacturer narrative:
One fast-fix 360 curved needle delivery device was returned for evaluation. No suture or ts were returned just the inserter. Examination of the device confirmed the actuator is in its post t2 position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. This investigation is ongoing. (B)(4).

Event description:
It was reported that knee arthroscopy procedure, when the surgeon tried to deploy the first implant, both implants dropped out at the same time. The surgeon cut off the whole suture with the 2 t. The surgeon completed the procedure with another box of curved fast-fix to proceed with the scope. There was no reported delay in completing the procedure and no reported patient injury or complications. It was confirmed that no implants was left inside the patient.